Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported issue and replaced patient circuit pump #1. Preventative maintenance and a functional verification were completed without further issue. The software was updated and the device was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the flow of patient circuit 1 of the heater-cooler system 3t stopped during a procedure. The operator switched to circuit 2 to complete the case. There was no report of patient injury.

Manufacturer narrative:
The replaced part was returned for further analysis. The result of this investigation showed that the pumps have a bearing damage which was caused by improper cleaning or sterilization.